Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected and the end of the catheter seems to be clean cut and not broken, which might suggest that the device came in contact with the edge of a sharp instrument. This however could not be confirmed. Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
After implantation, it was noted that the proximal catheter was broken. Also, shunt malfunction was suspected. The device was replaced. Doi and dor are unknown. Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the proximal catheter was broken. In additional, a shunt malfunction was suspected. As a result the device was replaced.